Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented for their 24 hour post-op check following implant of the lead the day before. Interrogation of the device at the time showed that the r-waves had significantly dropped in amplitude. The patient was scheduled for a lead revision which occurred later that day. During the procedure, it was confirmed that the lead had dislodged and the lead was repositioned without issue. The patient was stable throughout with no adverse events.